Manufacturer narrative:
Information regarding suspect medical device section common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau information regarding the initial reporter section occupation: non-healthcare professional information regarding all manufacturers section PMA/510(k) #: k200972 investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The foam insert was seen sticking out of the bottom of the activation knob. This should be located above the co2 cartridge, being in this location would suggest the co2 cartridge was removed from the device at some point in the procedure or during trouble shooting by the user. When tested as returned, the device did not spray powder. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. However, we could not conduct a complete investigation because no catheters were returned for evaluation and there is evidence to suggest the device was disassembled at some point due to the foam at the bottom of the co2 chamber. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Occupation: non-healthcare professional. PMA/510(k) #: k200972. Investigation conclusion: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The hemospray malfunctioned. The physician could not get any carbon dioxide (co2) to come out. The hemospray was cold like it was activated. Additional information received on 03-september-2020 stated: the malfunction occurred with the device in the endoscope. The physician tried using another catheter but the same problem occurred. Nothing shot from the catheter when the button was pressed. A post check of both catheters found no clog in the tubing. There was no harm to the patient, no complications from the malfunction. The physician believes the co2 leaked and no pressure was available to expel the coagulant. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.